Event description:
Boston scientific received information that this patient had a ventricular tachycardia (vt) ablation done the same day as his implantable cardioverter defibrillator (ICD) system was implanted. During placement of the leads, the patient went into vt that could not be terminated with multiple external shocks. The patient could not be rescued and expired. There was no report of any product performance issues.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.